Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-00068. It was reported the patient¿s ipg was unable to switch to MRI mode. System diagnostics determined low impedances on one of the lead contact. The patient underwent surgical intervention on (B)(6) 2017 wherein it was found the leads were migrated and crossed (touching each other). Consequently, one of the leads was explanted and replaced, whereas, the other one was repositioned which resolved the issue. It is unknown which lead was replaced. Therefore, both the leads are being reported as explant.